Event description:
Cardiac lead extraction case to extract four leads due to cied pocket infection. During use of the 16fr glidelight it was noticed that the patient became acutely hypotensive. A sternotomy was performed revealing a tear in the patient's vasculature starting one to two inches from the svc and continued down through the svc to the svc/ra junction. The vessel was repaired; however the patient did not survive. Date of death (B)(6) 2014. All other case details have not been provided from the physician, a follow up will be completed with any new details that are obtained.

Manufacturer narrative:
Cardiac lead extraction case to extract four leads due to cied pocket infection. All 3 leads were prepped with a stylet. With gentle traction the coronary sinus lead and the ra lead were removed without difficulty. Gentle traction was attempted on the rv lead; however, was unsuccessful. The lld #2 was engaged and the physician attempted to place a 14fr glidelight over the lead, the sheath did not easily slide over the lead so the device was upsized to a 16fr glidelight. During use of the 16fr glidelight it was noticed that the patient became acutely hypotensive. A sternotomy was performed revealing a tear in the patient's vasculature starting one to two inches from the svc and continued down through the svc to the svc/ra junction. The vessel was repaired; however the patient did not survive.